Manufacturer narrative:
Age at time of event, corrected data: the supplemental report inadvertently did not correct the patient's age with respect to the event date. Date of event, corrected data: the supplemental report inadvertently did not correct the date of event to the manufacturer date of the suspect device, as the cause of the event is due to a manufacturing error.

Event description:
Review of the device history record identified a post-burn inaccurate voltage measurement value. Previous manufacturer investigation of the inaccurate voltage measurement identified that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies (pcba), this generator had been inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by this generator was higher than the actual voltage of the battery and would result in a premature or delayed ifi=yes warning message when interrogated with version 8.0 programming software. Review of the patient's programming history was previously performed and reported on the initial MDR. The cause of the inaccurate voltage measurement is known and is related to the generator being inaccurately calibrated to measure battery voltage during the production of the device.

Event description:
Product analysis of the explanted generator was completed. Results of diagnostic testing indicated that the battery status was at ifi=yes (intensified follow-up) in the analysis lab based on invalid interval device data. The battery is partially depleted. A review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted error, there were no performance or any other type of adverse conditions found with the pulse generator. The cause of the inaccurate voltage measurement is known and is related to the generator being inaccurately calibrated to measure battery voltage during the production of the device. Attempts for additional information regarding the patient's increased seizures have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported on (B)(6) 2013 by a representative at the hospital that the patient had generator replacement surgery on (B)(6) 2013 due to "end of service," and he read in the notes that the patient was having an increase in seizures which was attributed to the device being at end of service. The explanted generator was received for product analysis on (B)(6) 2013. The return product form listed the reason for replacement as end of service with the specific indicator unknown. Product analysis has not been completed to date. The implant card reported the reason for replacement on (B)(6) 2013 was due to battery depletion with neos=yes.

Event description:
Additional information was received from the treating physician reporting that the patient experienced an increased seizure frequency and severity following generator replacement. However, no additional information was provided about the increased seizures prior to generator replacement. The patient's increased seizure frequency and severity following generator replacement will be captured in mfg report number: 1644487-2013-01703.

Event description:
It was reported that the patient's generator was at ifi=yes battery status. Review of the in-house vns programming history database revealed that the generator was at ifi=yes since (B)(6) 2008. The patient has not been at higher settings than currently at. Attempts are in progress for a copy of the physician's flashcard to analyze recent programming/diagnostic history. However, the programming/diagnostic history has not been reviewed to date by the manufacturer. Of note, one system diagnostic test on (B)(6) 2008 resulted in approx 10 years battery status and the other test (with the same timestamp) resulted in ifi=yes.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing.